Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. There was no information provide about when, or in which care area, this event occurred. The facility representative was also unable to provide information regarding patient/user involvement, injury or medical intervention. This condition has the potential to interrupt delivery. The user interface module software version for this device is unknown at this time. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the cause of the reported problem, a damaged battery, was a result of user error.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module master software version for this device is 5.90.90. A service history review revealed that this device has been serviced eleven times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery." A device history review was also performed, finding that no abnormalities were observed during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.